Event description:
It was reported that the pacemaker alerted due to low atrial intrinsic amplitude. An isolated undersensed beat was observed on a stored atrial threshold test electrogram. Technical services recommended a review of the atrial sensing parameters at the next in-clinic check. The pacemaker remains in service.